Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) has been completed. The reported problem (damaged cable or wires exposed) was confirmed. As received, the electrode belt failed incoming functional testing. Upon evaluation, the tantalum dome from ECG electrode a was missing. The cause of the failure was isolated to the missing ECG tantalum dome. The root cause of the missing dome was unable to be positively identified. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) was damaged.